Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The center reported that the patient expired on (B)(6) 2016 due to chronic systolic congestive heart. Multiple requests for additional information were sent to the customer; however, no additional information was received. Right heart failure is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information regarding right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 11 months 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2014. It was reported that the patient was expired on (B)(6) 2016 due chronic systolic congestive heart. Additional information was requested, but was not provided.